Manufacturer narrative:
The following information has been updated: describe event or problem: it was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter 24ga 0.56in (0.7 x 14 mm) experienced a catheter that broke/separated from the hub after use. A broken portion of the device remained embedded within the patient required medical intervention to locate and remove. No additional information regarding patient outcome currently available. The following information was provided by the initial reporter: patient in the neonatal ICU receiving drug therapy, an intravenous catheter # 24 had been placed last (B)(6) in the neonatal ICU for the administration of drugs. On (B)(6) 2017 at dawn, it was removed because it was not permeable and no longer has intravenous medications. With a remover towel, the transparent dressing and the fixomull are detached , when removing, only a piece of the catheter was attached to the hub. The fixation areas are inspected and the rest of the catheter is not observed, palpation is performed at the insertion site, but little is palpated, the pediatrician is immediately informed, who orders an interconsultation for surgery, then orders a soft tissue echo and echocardiogram that did not show traces of the catheter. The medical device was discarded because it was contaminated. Info add. (B)(6) 2020: initially, the patient did not present any manifestation, nor any additional related symptoms. Pediatric surgery suggested a referral to a hospital center that had interventional radiology and a pediatric ICU since it was not amenable to surgical management in this institution as it was unable to show traces of the catheter with the images taken. The patient was taken to the rosario del tesoro clinic and according to what the nurse tells me, they found the fragment of the catheter in the arm, apparently, fortunately, there was no migration to another organ. I do not know the current state of patient. Info add (B)(6) 2020: the patient is in the institution where he was referred and is stable. Photographic evidence of the catheter fragment that came out of the vein when the patient was punctured. Info add (B)(6) 2020: in conversation with the chief, who has given us information from the clinical part of the event, she tells that the patient since he was referred to the reference institution has been hospitalized there for the underlying pathology. They removed the fragment of the catheter that had not migrated to any other part or organ, that is why they internally have no additional knowledge of the patient's condition, but that he was well without complications associated with the adverse event. Info add (B)(6) 2020: customer has provided the following information: current status of the patient and what procedure was performed at the rosario clinic to remove the catheter part? Surgery? They are unaware of the procedures performed. What intravenous medications was the patient receiving? The patient was not receiving any medication at the time, only had it preventive. Was the patient with difficult venous access? The patient had undergone a cardiorespiratory arrest in basic care, was then transferred to neonatal intensive care and, because it was difficult to access, had been left preventive.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter 24ga 0.56in (0.7 x 14 mm) experienced a catheter that broke/separated from the hub after use. A broken portion of the device remained embedded within the patient required medical intervention to locate and remove. No additional information regarding patient outcome currently available. The following information was provided by the initial reporter: patient in the neonatal ICU receiving drug therapy, an intravenous catheter # 24 had been placed last (B)(6) in the neonatal ICU for the administration of drugs. On (B)(6) at dawn, it was removed because it was not permeable and no longer has intravenous medications. With a remover towel, the transparent dressing and the fixomull are detached , when removing, only a piece of the catheter was attached to the hub. The fixation areas are inspected and the rest of the catheter is not observed, palpation is performed at the insertion site, but little is palpated, the pediatrician is immediately informed, who orders an interconsultation for surgery, then orders a soft tissue echo and echocardiogram that did not show traces of the catheter. The medical device was discarded because it was contaminated. Info add. (B)(6) 2020: initially, the patient did not present any manifestation, nor any additional related symptoms. Pediatric surgery suggested a referral to a hospital center that had interventional radiology and a pediatric ICU since it was not amenable to surgical management in this institution as it was unable to show traces of the catheter with the images taken. The patient was taken to the rosario del tesoro clinic and according to what the nurse tells me, they found the fragment of the catheter in the arm, apparently, fortunately, there was no migration to another organ. I do not know the current state of patient. Info add (B)(6) 2020: the patient is in the institution where he was referred and is stable. Photographic evidence of the catheter fragment that came out of the vein when the patient was punctured. Info add (B)(6) 2020: in conversation with the chief, who has given us information from the clinical part of the event, she tells that the patient since he was referred to the reference institution has been hospitalized there for the underlying pathology. They removed the fragment of the catheter that had not migrated to any other part or organ, that is why they internally have no additional knowledge of the patient's condition, but that he was well without complications associated with the adverse event. Info add (B)(6) 2020: customer has provided the following information: current status of the patient and what procedure was performed at the rosario clinic to remove the catheter part? Surgery? They are unaware of the procedures performed. What intravenous medications was the patient receiving? The patient was not receiving any medication at the time, only had it preventive. Was the patient with difficult venous access? The patient had undergone a cardiorespiratory arrest in basic care, was then transferred to neonatal intensive care and, because it was difficult to access, had been left preventive.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter 24ga 0.56in (0.7 x 14 mm) experienced a catheter that broke / separated from the hub after use. A broken portion of the device remained embedded within the patient required medical intervention to locate and remove. No additional information regarding patient outcome currently available. The following information was provided by the initial reporter: patient in the neonatal ICU receiving drug therapy, an intravenous catheter # 24 had been placed last on (B)(6) in the neonatal ICU for the administration of drugs. On (B)(6) at dawn, it was removed because it was not permeable and no longer has intravenous medications. With a remover towel, the transparent dressing and the fixomull are detached , when removing, only a piece of the catheter was attached to the hub. The fixation areas are inspected and the rest of the catheter is not observed, palpation is performed at the insertion site, but little is palpated, the pediatrician is immediately informed, who orders an interconsultation for surgery, then orders a soft tissue echo and echocardiogram that did not show traces of the catheter. The medical device was discarded because it was contaminated. Info add. 03.jul.2020: initially, the patient did not present any manifestation, nor any additional related symptoms. Pediatric surgery suggested a referral to a hospital center that had interventional radiology and a pediatric ICU since it was not amenable to surgical management in this institution as it was unable to show traces of the catheter with the images taken. The patient was taken to the (B)(6) clinic and according to what the nurse tells me, they found the fragment of the catheter in the arm, apparently, fortunately, there was no migration to another organ. I do not know the current state of patient. Info add 09.jul.2020: the patient is in the institution where he was referred and is stable. Photographic evidence of the catheter fragment that came out of the vein when the patient was punctured.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo which displayed a 24ga catheter / adapter assembly attached to unidentified device. The evaluation of the photo revealed a part of the catheter tubing extending from the nose of the adapter. The reported issue was confirmed. Although the reported issue was confirmed, the photo provided for this incident did not present sufficient evidence to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter 24 ga 0.56 in (0.7 x 14 mm) experienced a catheter that broke/separated from the hub after use. A broken portion of the device remained embedded within the patient required medical intervention to locate and remove. No additional information regarding patient outcome currently available. The following information was provided by the initial reporter: patient in the neonatal ICU receiving drug therapy, an intravenous catheter # 24 had been placed (B)(6) in the neonatal ICU for the administration of drugs. On (B)(6) at dawn, it was removed because it was not permeable and no longer has intravenous medications. With a remover towel, the transparent dressing and the fixomull are detached , when removing, only a piece of the catheter was attached to the hub. The fixation areas are inspected and the rest of the catheter is not observed, palpation is performed at the insertion site, but little is palpated, the pediatrician is immediately informed, who orders an interconsultation for surgery, then orders a soft tissue echo and echocardiogram that did not show traces of the catheter. The medical device was discarded because it was contaminated. Info add. 03.jul.2020: initially, the patient did not present any manifestation, nor any additional related symptoms. Pediatric surgery suggested a referral to a hospital center that had interventional radiology and a pediatric ICU since it was not amenable to surgical management in this institution as it was unable to show traces of the catheter with the images taken. The patient was taken to the (B)(6) clinic and according to what the nurse tells me, they found the fragment of the catheter in the arm, apparently, fortunately, there was no migration to another organ. I do not know the current state of patient. Info add 09.jul.2020: the patient is in the institution where he was referred and is stable. Photographic evidence of the catheter fragment that came out of the vein when the patient was punctured.